Event description:
A patient was being monitored with nelcor model n-200 pulse oximeter operating from ac line. At approx. 12:05 a.m. On 12/14/91, a nurse entered the room and found the patient to be non-responsive. She noted that the pulse oximeter was reading zero and does not believe that the unit was alarming at the time she entered the room. Vigorous resuscitative efforts were undertaken and the patient was transferred to the surgical ICU where she expired on 12/19/91. The oximeter was immediately secured and evaluated by respiratory therapy and medical engineering. The oximeter demonstrated proper functioning in all testing modes. Although the inspection revealed a cracked external case and low battery life, these conditions have proven to have had no effect on the performance of the unit under the circumstances at the time of the event. The unit provides accurate oxygen saturation/pulse rate indications and appropriate alarms for those parameters when predetermination limits are exceededdevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jul-91. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, mechanical tests performed, performance tests performed. Results of evaluation: mechanical problem, none or unknown. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: no. Corrective actions: device temporarily removed from service. Invalid data - on device destroyed/disposed of status.